Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: recovery filter (B)(4): the current IFU (instructions for use) states: warnings/potential complications: -filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment the filter was successfully retrieved; however, upon successful retrieval a detached filter limb was identified to be embedded in the ivc wall. There was no report if an attempt was made to remove the detached limb from the ivc wall during the procedure. A subsequent procedure was performed to successfully remove the detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Neither the device nor images were received. Medical records were not provided. The investigation is inconclusive for the alleged limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment the filter was successfully retrieved; however, upon successful retrieval a detached filter limb was identified to be embedded in the ivc wall. There was no report if an attempt was made to remove the detached limb from the ivc wall during the procedure. A subsequent procedure was performed to successfully remove the detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post filter deployment, the patient was scheduled for filter removal. The ivc filter was successfully retrieved; however it was found that a single fractured leg of the filter remained lodged within the inferior vena cava. Therefore, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post vena cava filter deployment the filter was successfully retrieved; however, upon successful retrieval a detached filter limb was identified to be embedded in the ivc wall. There was no report if an attempt was made to remove the detached limb from the ivc wall during the procedure. A subsequent procedure was performed to successfully remove the detached limb. No other pertinent patient or medical information was provided leading up to or surrounding the event. There was no reported patient injury. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and embedded the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced pain. However, the current status of the patient is unknown.